Event description:
Reporter indicated that the pt could not feel stimulation. Diagnostic testing resulted in high lead impedance. Physician is planning to have x-rays sent to MFR for review. Revision surgery has not been planned.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.